Event description:
An event of restenosis was confirmed through angiogram four years post index procedure. The restenosis as well as a second new lesion were treated using two cypher drug-eluting coronary stents. The procedure was completed uneventfully. Man participated in the trial. He had two cypher stents implanted into his lad. He has a history of hyperlipidaemia, hypertension and family history, as well as diabetes mellitus. These factors could increase the risk of mace. His initial implantation of cyphers into the proximal to mid lad lesion. The first of two cypher stents was implanted with a residual stenosis of 30%. The expectation for stent procedures is an outcome that is pristine; such was not the case in this procedure. This increases the risk of mace. In addition, the second stent that was placed was noted to "abut" the distal stent and not to overlap the first stent. The IFU defines that when two stents are placed in such an example, the products should overlap and care should be taken to avoid a gap. This gap could encourage a mace, as could multi-stenting. The procedure was considered successful. About four years later the pt returned for chest pain and it was discovered that there was disease in need of treatment in a new vessel as well as treatment needed for a restenosis of the previously stented lad. The proximal lad stent was restenosed and was treated with the placement of another cypher stent just overlapping the existing stent. Based on the available information, there are pt, lesion and procedural factors that could have impacted this event.